Manufacturer narrative:
None of the devices were returned for evaluation. Review of the manufacturing documentation confirmed that the associated controller met all requirements for release while review of the receiving inspection record confirmed that the associated batteries met all requirements for release. The reported event could not be confirmed as the units were not returned for analysis and log files were not made available for evaluation. No failure detected. Devices were not returned and logs were not made available. Heartware will submit a supplemental report when new facts arise which materially alter information submitted in a previous MDR report.

Manufacturer narrative:
This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. The instructions for use (IFU) and patient manual include a reference guide for both visual and tone alarms including potential causes and actions to take. Additionally there is a warning to keep spare, fully charged batteries and back up controller available at all time. The steps for exchange of batteries and controllers are outlined. A supplemental report will be submitted when the manufacturer's investigation has been completed.

Event description:
It was reported from the site that the patient reported that the controller switches from socket 1 to 2 before batteries are down to 25%. An elective controller exchange was performed and all peripheral batteries were replaced. It was stated from the site that there were no batteries identified in the power switching event. It was further reported that the site is not requesting the batteries to be tested. There was also no reported power loss due to the power switching. No additional information received.